Event description:
On 06/13/2024, during preventive maintenance, the device was reported to have a flowrate offset issue.

Manufacturer narrative:
The pump initially failed the flow rate testing during preventative maintenance due to a recorded flow rate deviation of -4%, which is outside the acceptable range of +/-4.5%. After calibrating the pump's flow rate offset from -4 to 1, the pump passed the retest and now meets the full specification.